Manufacturer narrative:
The clip remains implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent tricuspid regurgitation. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with severe functional tricuspid regurgitation (tr) grade 4, with quadricuspid anatomy (2 posterior leaflets), septal leaflet flail at the anterior/septal location secondary to a biopsy. Reportedly, imaging was very difficult due to a previous transplant. One xtw triclip had been successfully delivered and deployed, reducing the tr. The tr had been reduced to moderate, grade 2. There were no adverse patient effects. On (B)(6) 2023, moderate to severe tr was noted. Reportedly, the triclip remained stable and well seated. There was no tissue injury associated with the device. No treatment was provided, and the event was deemed ongoing. There was no malfunction reported.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2024, severely depressed right ventricular systolic function, and right ventricular enlargement were noted. Diastolic dysfunction with impaired relaxation, and restrictive left ventricular filing was also noted. The event did not require hospitalization, and no treatment was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure were unable to be determined. The reported patient effect of heart failure, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tr was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.